Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-01197.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod packing coil (pod pc), ruby coils, and a lantern delivery microcatheter (lantern). During the procedure, the physician placed two ruby coils in the target vessel using the lantern. It was also reported that the lantern was flushed between each coil. While advancing a pod pc, the physician experienced resistance and the pod pc became stuck and would not advance through the lantern. Subsequently, the physician removed the entire system and noticed the distal end of the lantern came out fractured and the pod pc had detached inside the lantern. The procedure was had ended at this point. There was no report of an adverse effect to the patient.